Manufacturer narrative:
The pump was returned to be evaluated. No visual mfg abnormalities were noted. B. Braun completed an initial eval of this pump per the procedure for complaint returns. The reported failure of an over-infusion was not confirmed. This device is still under investigation. A f/u report will be filed when the pump investigation is completed and add'l info becomes available.

Event description:
As reported by the user facility: overinfusion. No pt injury. Sequence of events reported as below: "infusing integrelin - 100ml bottle w/2 mg/ml - wt based and infusing at 5 ml/hr / bottle should last 18-20 hrs / no bolus doses / new bottles: (B)(6) at 1200; (B)(6) at 0330; (B)(6) at 1545; (B)(6) at 1400; (B)(6) at 0800; (B)(6) at 0300 / new bottle hung on (B)(6) 2011 during day - to follow a new bottle at 0300 on (B)(6) infusion rate questioned / pump sequestered on (B)(6) evening / needs pump history from (B)(6)." Add'l info provided by the facility indicated the pt suffered no adverse sequela associated with the reported incident.